Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient underwent a revision surgery at 2.5 months post-operative due to instability/dislocation. Only the insert and the tray were changed during the revision surgery.